Event description:
It was reported that the patient experienced pocket stimulation and that the r-wave sensing dropped from 9 mv at implant to 1.4 mv. Due to the poor sensing threshold the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.